Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado balloon catheter. During the procedure, it was noticed that the balloon catheter allegedly loss the integrity and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one dorado pta balloon catheter. Upon visual inspection, the balloon appeared bloody. A circumferential break was noted to the proximal balloon joint. No anomalies were noted to the bifurcate or luers. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested, and it was able to be fully inserted. Then an in-house presto inflation device was used to inflate the device, and water was noted to be leaking from the proximal balloon joint. The device was examined under magnification, and a complete circumferential break was noted at the proximal glue joint. Due to the leak the balloon was not able to be inflated. Therefore, the investigation is unconfirmed for the reported deformation as there was no material deformation was noted in the catheter; however, the investigation is identified and confirmed for the complete circumferential break was noted at the proximal glue joint. A definitive root cause for the reported material deformation and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.